Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013 to report that upon removal of sensor on (B)(6) 2013 due to sensor failure, the sensor wire remained protruding from insertion site. The patient's father removed the wire from the patient's skin. At the time of her call to technical support, patient's mother reported that patient is in fine condition. No discomfort or irritation, and no medical intervention required.